Event description:
A (B)(6) male patient's niece contacted zoll customer support to report that the patient's charger/modem was not functioning properly. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not function properly) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board and there was contamination within the charger/modem. The cause of the improperly functioning charger/modem is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The cause of the shorted q1 transistor is likely the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged transistor or contamination. The patient received a replacement charger/modem.